Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump times were switched from am to pm. For the past two days, the customer had been experiencing hypoglycemia and required assistance from paramedics. Emergency medical services assisted the customer on (B)(6) 2018 and treated her with intravenous fluid. The customer declined being taken to the hospital. The hypoglycemia also occurred the night prior to calling and the customer's spouse acted quickly and assisted with treatment. The customer was most likely using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting did not occur. The insulin pump will not be returned for analysis.